Manufacturer narrative:
Investigation results. The pump and tubing used during this event were returned for evaluation. The customer's reported problem could not be confirmed. The pump and tubing were tested together and both were found to function within normal operating specifications. The customer was contacted with info regarding this event.

Event description:
This is being submitted following a retrospective complaint review. The customer reported that during use, the pressure sensor for the pump did not function correctly and the device continued to pump at high output. This event resulted in the pt's right knee swelling. The customer reported that the tubing was changed out and the pump functioned without problems.